Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of patient's homechoice machine during drain 3/5 of patient's automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the alarm, hp noted that transfer set had become disconnected from the pt line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to finish therapy manually. Per rn, no pt injury or medical intervention was associated with this incident.